Manufacturer narrative:
PMA 510(k): this product is not marketed in the us. Device evaluation: lens was returned dry, in small vial. Visual inspection found missing piece of haptic, debris and clear residue on lens surface. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 12.1mm vicmo_12.1 implantable collamer lens, -13.5 diopter, in the patient's right eye (od) on (B)(6)2017. The lens was torn/broken before injection into the eye. The lens was not implanted. The reporter said the lens tore during setting process, and no patient contact. On (B)(6)2017 the alternative lens with same size and diopter was implanted, and the problem was resolved.